Event description:
The plaintiff alleges suffering physical injury and damage, including, but not limited to, severe and irreversible type-1 latex allergy, which is believed to be permanent and life threatening. Plaintiff further alleges that plaintiff has in the past and will in the future experience physical injuries, pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress, all of which are believed to be permanent. Finally, the plaintiff's spouse alleges having suffered the loss of the usual services, society, and consortium of spouse.